Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm needle through catheter the head nurse reported that during the puncture process, the front end of the cannula of the indwelling needle was torn, and 7 needles were affected. The samples cannot be returned. Photos can be provided. Green claims are required, complaint reply letter is required, and complaint receipt letter is required.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle defect - other was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
The head nurse reported that during the puncture process, the front end of the cannula of the indwelling needle was torn, and 7 needles were affected. The samples cannot be returned. Photos can be provided. Green claims are required, complaint reply letter is required, and complaint receipt letter is required.